Manufacturer narrative:
According to the practitioner the two implants didn't take and failed to integrate. The implants has been placed in 23 and 24 position on (B)(6) 2017. One month later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Two implants fails to osteointegrate.